Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the nurse contacted baxter clinical coordinator and reported the following. On (B)(6) 2012, the patient had a sign of fever and experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the events. The patient was treated with unspecified antibiotics for a week. On (B)(6) 2012, the patient was discharged from the hospital and prescribed with unspecified antibiotics to use at home. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of a fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, further information was received from a baxter employed healthcare professional. On an unreported date, the patient had completed the anti-biotic therapy and clinical checking showed good results. At the time of this report, the patient's health was normal.